Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, the 35 mm trunk-ipsilateral leg component is intended to treat aortic diameters ranging from 30 to 32 mm. Additionally, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with > 60° angulation of the proximal aortic neck.

Event description:
On (B)(6) 2017, the patient underwent treatment of a symptomatic contained rupture using gore® excluder® aaa endoprostheses. It was reported the patient presented with abdominal pain, but otherwise had a stable blood pressure and heart rate. The patient was reported to have a reverse taper in the proximal neck with consecutive diameters of 27 mm, 31 mm, and 21 mm over a 3 cm segment. It was also reported the patient¿s proximal neck measured greater than 90° in angulation. It was reported that after a trunk-ipsilateral leg component and contralateral leg component were implanted and post-implant dilation ballooning using a coda balloon was performed, intraoperative imaging identified a proximal type I endoleak. It was reported the endoleak was caused by the reverse taper and highly angulated neck. A second ballooning was reportedly performed using a qx medical balloon in the proximal neck to better seat the trunk. After the second ballooning, it was reportedly determined the patient¿s aorta had ruptured near the renal arteries. It was reported it is unknown if the rupture occurred after the first ballooning with the coda balloon or the second ballooning with the q50 balloon. It was further reported that both balloons were reportedly extended outside of the endograft approximately 5 mm during ballooning of the proximal neck. It was reported an aortic extender component was implanted in the proximal neck and successfully sealed the rupture. However, it was reported the patient¿s condition did not improve or stabilize with the implant of the additional device, and the patient expired during the procedure. The cause of death was reported to be the rupture during the procedure. It is reportedly unknown if an autopsy was performed.